Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.